Event description:
The account alleged the brake would not hold when the brake pedal was put into the brake position. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.